Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. The cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access resulting in improper use by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, impella pulled back across the aortic valve (av). Attempts to reposition the impella back across the left ventricle (lv) were not successful. The physician made the decision to remove the impella and see if the patient was able to tolerate the removal and was prepared to reinsert the impella if needed. There was no patient harm reported, and this device was explanted.